Event description:
It was reported that the device was flipping in the pocket, so the doctor was going to move the device to another site, but when the doctor removed the device, it was noticed that the patient had been flipping the device as the leads were kinked up. When the device was completely removed, it was noticed that the extension pins that should fit securely into the head of the device had pulled back. When the doctor tightened the pins into the header, it appeared that the device was no longer holding the pins in securely, and the device was replaced with new extensions.

Manufacturer narrative:
Analysis of the neurostimulator model 7427 serial (B)(4) found no anomaly. Analysis of the extensions model 3095-10 serials (B)(4)found the proximal end connector pins were partially separated from the connector block. There was good stable output.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), product type extension; product ID 3095-10, serial # (B)(4), product type extension.